Event description:
The pt underwent a second scs trial procedure on (B)(6) 2013. It was reported effective stimulation coverage could not be obtained due to scar tissues. The leads were discarded and the procedure was abandoned. The physician plans to perform another trial procedure at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.